Event description:
It was reported to physio-control that the screen of the customer's device turned black and that the device did not charge defibrillation energy when it was being used on a manikin. The customer reported that the device's voice prompts were still audible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. No malfunctions were observed. Proper device operation was observed through functional and performance testing. After evaluation, the device was returned to the customer for use.